Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.0260in mandrel. ¿ as found condition: the pipeline flex was returned stuck inside the marksman catheter; inside of a sealed bio-hazard bag and a shipping box. ¿ damage location details: the tip coil was found to be kinked. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were found fully opened and frayed. However, the middle of the braid was not opened due to damaged braid. Bends were found at 16.6cm to 41.4cm from the proximal end of the pushwire. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 5.5cm to 28.0cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex could not be pushed forward or removed. The catheter was cut to remove the pipeline flex. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed as the middle of the braid was not opened due to damaged braid. In addition, the returned pipeline flex and marksman catheter were damaged . From the damages seen on the catheter (accordioning), braid (fraying), pushwire (bending), and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. However, the cause of failure to open and resistance could not be determined. Possible causes include vessel tortuosity, damaged braid, and lack of continuous flush with heparinized saline during delivery. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that clarified that the problem was that the ped could not be opened in the middle section. The pipeline had been placed in a vessel bend when it failed to open. Additional steps attempted to open the pipeline include re-retrieving back to deploy and resheathing. Multiple pipeline devices were not being used when the movement occurred. There was no friction or difficulty during delivery or positioning. The device did not jump during deployment and there was no feedback that the tip of the catheter moved during deployment. The cause of the migration was that the stent did not deploy smoothly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline was difficult to deploy and migrated. The blood vessel was tortuous, and it was difficult to deploy the ped. In the end, the stent fell and partly fell into the tumor capsule. After retrieved, the stent was found to be damaged. Therefore, the stent was replaced and a thinner stent was selected. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the left posterior communicating artery. The max diameter was 7.8mm and the neck diameter was 4.3mm. The distal landing zone was 3.8mm and the proximal landing zone was 4.15mm. Vessel tortousity was moderate. Angiographic result post procedure was retention was obvious, vascular blood flow was smooth. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported.